Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization, including ICU admission, while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with IV fluids. Engineering log review was limited due to a cloud sync data gap during the reported event window; however, no malfunction alerts or factory resets were identified in the available logs. Clinical assessment and available device data confirmed prolonged hyperglycemia despite multiple meal announcements and ongoing insulin delivery, which is most consistent with ineffective insulin delivery along the infusion pathway. Review of available information indicates the event was associated with use-related factors, including accidental meal announcements and a likely infusion set¿related issue resulting in insufficient insulin delivery, rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 16-jan-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 453 mg/dl following accidental meal announcements and recent supply changes. The user was transported to the hospital by a caregiver, admitted to the intensive care unit, treated with IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.